Event description:
A peritoneal dialysis patient reported that dialysis solution was leaked out of the cassette and into the cycler. Patient stated that there was fluid leaking inside the cassette door when she removed the cassette after completing treatment. Nurse stated that the patient was fine and did not require any medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling material, and process controls were within specification.